Event description:
It was reported that an alarm indicating suspended insulin delivery had been occurring for a while, and patient experienced high blood glucose levels, with the highest blood glucose value being reported as above 27.7 mmol/l. The customer went to the emergency room and was subsequently hospitalized. Customer received intravenous fluids and insulin and was discharged on (B)(6) 2026. There were no ketones, no injuries, and no permanent damage, and hospital treatment resolved the issue. The customer was informed that the alarm reminded that pumping had been suspended for an extended period of time, caller understood this explanation, pump was reset, and customer was advised to call back if issue occurred again.